Event description:
It was reported that during a routine device replacement, the right atrial (ra) lead had been set to unipolar due to low impedance, the unipolar impedance was higher than the bipolar impedance and there were many episodes in the record to suggest oversensing of myogenic potential due to the unipolar configuration. The ra lead was reprogrammed to the bipolar configuration and electrical measurements were tested and oversensing could not be confirmed. Due to a suspected vein occlusion it was elected to leave the ra lead programmed to bipolar, rather than implant a new ra lead. The ra lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant medical products: e2dr21 implantable pulse generator: (B)(6) 2007. 4024 implantable pacing lead: (B)(6) 1996. (B)(4).